Manufacturer narrative:
(B)(4). Batch # p57p2x. Device evaluation: the analysis found that one ntlc75 device was returned with no apparent damage and with a cartridge reload loaded on the device. The cartridge reload was received unfired. It was noted that the "doghouse" component of the cartridge was damaged. The device was tested for functionality with a test cartridge, without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-formed shape. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, closing the lever damaged the knife shroud. This may appear as the device not closing. Please refer instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify what is meant by the "stapler caught during surgery"? Was the device not able to be fired (meaning no cut line or staple line delivered)? Or did the device start to deliver a cut line and staple line but could not be completed (partially fire)?

Event description:
It was reported that during a colectomy procedure, the stapler caught during surgery. It was necessary to replaced it by another device. There were no patient consequences reported.